Manufacturer narrative:
This report is being filed on an international product list 6r86-22 that has a similar us product distributed in the us, list 6r86-20/-30. An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation is in process.

Event description:
The account generated discrepant architect sars-cov-2 igg results. The blood collection on (B)(6) 2020 was from a staff medical check-up. Testing was performed on (B)(6) 2020 with architect sars-cov-2 igg negative results of 1.360, 1.26, 1.34 index. The staff member has no history or clinical symptoms of covid infection. A new sample was obtained in (B)(6) 2020 with architect sars-cov-2 igg positive result of 1.41 index. The account is unsure if the staff member is infected with sars-cov-2. No impact to staff member was reported. No additional information about the staff member was provided.

Manufacturer narrative:
The complaint investigation for false negative architect sarscov-2 igg results included a search for similar complaints, the review of complaint text, trending data, labeling, and device history records, and scientific literature. Return testing could not be completed as return were not available. Labeling was reviewed and sufficiently addresses the customer's issue. Device history record review on lot 16253fn00 did not show any potential non-conformances, or deviations related to the customer observation. In house sensitivity and specificity testing of panels which mimic patient samples was completed using retained samples of the complaint lot. All specifications were met indicating that the lot is performing acceptably. The product package insert advises the assay sensitivity within the 95% confidence level is 95.89%- 100.00%. Patients have different immune responses and the insert states that immunocompromised patients who have covid-19 may have a delayed antibody response and produce levels of antibody which may not be detected as positive by the assay. In this case, no specific patient history or clinical information was provided for the patients, including no information on pcr testing. Negative results do not rule out sars-cov-2 infection, particularly in those who have been in contact with the virus. Results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Per product labeling a study was performed using 122 serum and plasma specimens collected at different times from 31 subjects who tested positive for sars-cov-2 by a polymerase chain reaction (pcr) method and who also presented with covid-19 symptoms. The positive percent agreement (ppa) at >/= 14 days post-symptom onset is 100.00% (95% ci: 95.89, 100.00). Five specimens from 1 immunocompromised patient were excluded from the study. When the results from these specimens were included, the ppa at >/= 14 days post-symptom onset was 96.77% (95% ci: 90.86, 99.33). This study was based on a hospitalized/symptomatic population. Differences in antibody responses between populations, based on more severe versus less severe illness, are consistent with published reports, zhao j et al. 2020. Antibody responses to sars-cov-2 in patients of novel coronavirus disease 2019, medrxiv. Additionally, review of the manuscript bryan et al. 2020. Performance characteristics of the abbott architect sars-cov-2 igg assay and seroprevalence in boise, idaho, j. Clin. Microbiol, doi: 10.1128/jcm.00941-20, showed sensitivity data consistent with product labeling. 125 patients who tested rt-pcr positive for sars-cov-2 for which 689 excess serum specimens were available was tested and it was found that sensitivity reached 100% at day 17 after symptom onset and day 13 after pcr positivity. Based on the investigation architect sars-cov-2 igg reagent lot 16253fn00 is performing as intended, no systemic issue or deficiency of the architect sars-cov-2 igg reagent was identified.